Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the suture line of the pocket reopened approximately three months post implant. The pocket remained intact and the dehiscence was cultured and found to be negative. The physician decided to remove the system given the pocket dehiscence to allow the site to fully heal. The device and leads were explanted and subsequently replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.